Manufacturer narrative:
Final analysis found that the insulation was abraded at 6.9 ¿ 7.2, 10.9 ¿ 11.2, 12.1 ¿ 12.2, 13.0 ¿ 13.3, and 27.5 ¿ 27.6 cm from the connector pin the abrasions were consistent with exposure to constant friction against another implantable device or feature ofthe heart.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-20373. It was reported that an asymptomatic patient presented remotely via merlin.net on (B)(6) 2021 with high out-of-range defibrillation impedance measurements from their right ventricular lead. Lead was reprogrammed to a different vector for the time being to address the issue on (B)(6) 2021. A fluoroscopy later revealed lead had externalized conductors. A lead extraction was recommended by a healthcare provider. Patient had no consequences after the event. New information received noted that the right ventricular lead was explanted and replaced on (B)(6) 2021. The right atrial lead was also explanted and replaced due to chronic noise over-sensing that was causing inappropriate automatic mode switches. Patient was discharged home after the procedure.